Event description:
IV administration set was being prepped to use for intra-op sedation. Crna realized that this particular tubing did not include a roller clamp for flow control, as this tubing set usually does.